Manufacturer narrative:
The pacemaker was returned for analysis. First the manufacturing process of this device was tested. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. After its receipt, the pacemaker underwent a status interrogation. The clinical observation was confirmed. The implant switched to battery state eri on (B)(6) 2014. The analysis of the pacemaker memory excerpt showed that the switch to the battery state eri was premature also when taken into account the programmed parameters. The pacemaker was then opened. The visual inspection of the internal structure did not show any irregularities. The battery was still sufficiently charged. The current consumption was as expected. During the analysis, it could be shown that the measured battery impedance was higher than the actual battery impedance. This resulted in a shorter estimated remaining operating time of the implant and, subsequently, in the switch to the battery state eri. The pacemaker¿s capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values in eri mode. Summary: the analysis confirmed the clinical observation. The premature switch to battery state eri was the result of measuring the battery impedance too high. However, neither the capability to provide therapy nor the total operating time of the implant were impaired.

Event description:
Ous MDR - after an estimated implantation time of about 54 months, re-initialization was requested during an interrogation, and the device showed eri. The battery impedance was 4 kohm, while 0.3 kohm had been measured during the previous interrogation. The pacemaker was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.